Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08695, related manufacturer reference number: 1627487-2019-08696. It was reported the patient¿s drg system was not providing adequate pain relief hence, patient has not used the drg system for long period of time. In turn, surgical intervention was undertaken wherein the entire drg system was explanted. This addressed the reported issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08695.related manufacturer reference number: 1627487-2019-08696.